Event description:
During device prep for a transfemoral tavr procedure, the novaflex+ (nf+) delivery system (ds) could not be de-aired. While pulling negative, the system just pulled air. A small leak was observed in the ds balloon. A second ds was prepared and used for the procedure.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Additional information: description of event or problem, the device was returned to edwards lifesciences for evaluation. Visual inspection revealed a tear on the crimp balloon. Functional testing could not be performed due to the tear. DHR review did not reveal any component issues that could have contributed to this event. Dimensional testing was performed on the returned device. The double wall thickness of the crimp balloon was measured. All measurements meet the double wall thickness specifications. During manufacturing, all balloon catheters undergo multiple 100% inspections. These inspections make it unlikely that a manufacturing non-conformance was the source of the complaint. The complaint of the balloon leak was confirmed, however no manufacturing non-conformances were found in the returned sample. Available information suggests that procedural factors (damage to the device with blunt end scissors during removal of the balloon cover) likely contributed t the event. Since no labeling, IFU/training inadequacies have been identified, no corrective or preventative action is required.

Event description:
During device prep for a transfemoral tavr procedure, the novaflex+ (nf+) delivery system (ds) could not be de-aired. While pulling negative, the system just pulled air. A small leak was observed in the ds balloon. A second ds was prepared and used for the procedure. It was confirmed that due to difficulty removing the balloon cover, blunt end scissors were used.